Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 21 mg/dl. The nurse stated that the customer was on threshold suspend for 5 hours. The customer was treated with dextrose. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to disconnect form the set and remove the reservoir from the pump. The nurse stated that the pump was not exposed to an MRI. The nurse declined to troubleshoot for battery out limit. The customer was advised to monitor the pump.